Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltages at ps1 and the power signal interface printed circuit board voltages were all verified. The generator interface printed circuit board, fluoro functions printed circuit board, and the control panel processor printed circuit board were all reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic images after booting up, all the lights were on the c-arm, and the system displayed a file check error message. No pt injury was reported.